Event description:
A customer reported to global technical service intermittent power failure without alarm during hd treatment. The biomed technician reported that, according to the clinical staff, 1550 instrument shuts off without alarm, and turns itself back on. No patient injury or medical intervention occurred. No further information available at this time.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 15, 2007. The instrument was not made available for evaluation by baxter. The instrument was fixed at the customer location by the facility's biomedical technician and returned back into service. Baxter is monitoring issues like that. If additional information is discovered, a follow up report will be submitted.